Event description:
Pt sustained a broken wrist and on (B)(6) 2007 was implanted with a ti wrist fusion plate and three (3) cortical screws. On (B)(6) 2011, the plate failed. Pt went in for revision surgery on (B)(6) 2011. The plate and three (3) screws were removed and a 2.7mm plate and eight (8) unknown screws were implanted. This report is #2 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Only the head portion of screw was returned and no issues were found during dimensional analysis. As the received condition of the plate is that a break occurred at the second large slot from the plate taper (close to the center of the plate). Material testing was conducted on the returned part using xrfa and was confirmed to be titanium. Inspection / measurement of the returned part showed that it meets all dimensional and visual requirements for features that were obtainable. The plate broke four and a half years after implantation, it can be assumed that fusion was never truly achieved in the patient. However, it is unknown what other factors were involved prohibiting fusion, and we do not know under what conditions the plate broke. Metallic implants such as this one are not meant to maintain fusion (with no further healing) for such a long period of time. The design risk assessment was reviewed and was found to be adequate for the intended use. An investigation was performed to determine the part number of the screw. The screw is believed to be from either part 402.006-402.140 or 402.806 - 402.860. 402.8xx screws do not have flutes where the 402.8xx screws do have flutes. This cannot be determined since the entire screw is not available for evaluation.